Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced an infusion set tubing was leaking event on (B)(6) 2024. The infusion set was in use for 1 hour. No further information available.